Event description:
It was reported per a phone call by the perfusionist, that the pt was on a ventilator. The intra-aortic balloon (iab) was prepped per instruction and inserted at 11:02am on (B)(6) 2009. At 4:30pm, the intra-aortic balloon pump was paused and the rn was changing the pt's sheets/ when the pt was rolled, the rn saw blood in the helium line. As a result, the md was called and it was decided to remove the iab. The iab was removed at 5:50. Another iab was not inserted.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.